Event description:
It was reported that ¿a few days¿ after the patient was implanted with an inflatable penile prosthesis on (B)(6) 2018, the patient presented with the ¿appearance of an occlusive syndrome regarding a small intestine loop incarcerated in the abdominal access where the balloon of the prosthesis is, as well as a pneumodiastinum raising concern for subsequent esophageal perforation.¿ ¿surgical intervention for strangulated evisceration treatment¿ was as follows: the small intestine is incarcerated at the level of the internal tubings of the prosthesis. The incarcerated loop is purplish but recovers gradually after heating up with warm serum. It is reintegrated in intra-abdominal. The prosthesis was left in place.¿ no further patient complications were reported in relation to this event.